Event description:
It was reported by a customer on (B)(6) 2007, the fiber broke at an unk amount of joules. The customer had no further details as to where the fiber broke. No pt injury was reported.

Manufacturer narrative:
The info received indicated an MDR is required on (B)(6) 2011.